Manufacturer narrative:
The device was received deployed. The download data indicates that the device completed first prime at pulse 40 and was then deactivated by the user at pulse 51. Rotational sensor malfunctions were observed in device data. Inspection of the drive mechanism found damage to the commutator cap. It could not be determined if this observed damage contributed to the report event. The device was reset, paired to the master personal diabetes manager (pdm) and programmed to deliver a 5-unit bolus. During the first prime, the pdm reported a communication error. The cause of the error could not be determined. No housing or environmental seal damage was found. The needle mechanism was reset to the not deployed state, and then manually deployed. No damages or defects were observed on the needle mechanism that would result in the needle not deploying. While rotational sensor malfunction was confirmed to be the cause of the reported event, the exact cause of the rotational sensor malfunction could not be determined.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.